Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius technical support that the m31 air detected in cassette alarm was encountered during dwell 3 of 5 of treatment on the liberty select cycler. The patient was connected at the time of the call. The patient was bypassed to drain and the m31 alarm reoccurred. The cycler was rebooted which cleared the error message. The pd patient contact reported later that day in a subsequent call that a fluid leak was identified upon treatment completion. Fluid was identified upon removing the liberty cycler set from the cassette door of the liberty select cycler. Additional information was requested, however a response was not received. No adverse event, serious injury, or required medical intervention was indicated upon initial reporting. The cycler remained with the patient for continued use.